Event description:
Boston scientific received information that the battery of this cardiac resynchronization therapy defibrillator (crt-d) depleted prematurely. A surgical procedure was performed to replace the device. A loss of capture on the left ventricular (lv) lead was noted when the device was programmed to 7.5 volts at 2 milliseconds. The physician adjusted the values to 6 volts at 2 milliseconds. No additional adverse patient effects were reported. The device was out of service and will not be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.